Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 280 mg/dl. The customer also had the flu. The customer stated that she changed the infusion set, and the insulin pump alarmed motor error. Troubleshooting could not be conducted due to repeated motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.